Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station¿s database storage was filling up. And that there was previous attempt to purge and delete data had been made but was unsuccessful. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the root cause of the issue was database or sql corruption caused by an improper shutdown. The field service engineer (fse) found that event 41 in error logs indicated the system had rebooted without shutting down cleanly. This happened because the system stopped responding, crashed, or lost power unexpectedly. The fse worked with technical support specialist (tss) to clear the c drive because it was bloated. The database was then destroyed and recreated to resolve the issue. The fse assisted with replacing the battery and ensured that the workstation was made available for use. The system functioned as intended after the technical support specialist and field service engineer repaired the device.